Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the "root of the blade" of the maryland bipolar forceps instrument was noted to be scorched. There was no report of fragment(s) falling inside the patient. The instrument was replaced with a back-up device and the procedure was completed with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted during preparation. The patient was not in the operating room at the time. There were no surgical ports placed. There were no allegations of arcing during the previous procedures with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of ¿the root of the blade is scorched¿. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. ]